Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a multiplexer malfunction on the belt node pca. The root cause for the multiplexer malfunction could not be positively identified. No adverse event resulted from the damaged belt.